Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removed') in a female patient who had essure inserted for female sterilization. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 1 year 5 months after insertion of essure. The patient was treated with surgery (essure device removed). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('she had an embedded essure device./embedded essure device right posterior wall of uterus') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii and parity 2. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 1 year 5 months after insertion of essure. On an unknown date, the patient underwent caesarean section ("c-section delivery") and was found to have a pregnancy with contraceptive device ("39 week iup"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, caesarean section and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2017. The reporter considered caesarean section, embedded device and pregnancy with contraceptive device to be related to essure. The reporter commented: insertion details- left-3 and right-5 trailing coils in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: impression: successful bilateral fallopian tube occlusion. Pathology test - on (B)(6) 2017: final pathologic diagnosis. A. Placenta: third trimester placenta. Umbilical cord with three blood vessels. Fetal membranes with no pathologic diagnosis. B. Left fallopian tube: complete cross-section of fallopian tube is seen. C. Right fallopian tube: complete cross-section of fallopian tube is seen.; on (B)(6) 2018: uterus (supracervical., hysterectomy): uterus with proliferative endometrium and endometrial polyp. Upper endocervix with milo chronic inflammation. X-ray gastrointestinal tract - on (B)(6) 2017: impression: metallic foreign body which is wire-like seen in the uterus. Abdomen otherwise unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: mr received-event medical device removal updated to embedded device.new event device ineffective, 39 week iup, c-section delivery were added. New reporters, medical history, lab data and insertion details added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removed') in a female patient who had essure inserted for female sterilization. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 1 year 5 months after insertion of essure. The patient was treated with surgery (essure device removed). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.